Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations") and abdominal distension ("bloating"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal and uterine perforation to be related to essure. Diagnostic results: on an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. Dm10546- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), uterine leiomyoma ("uterine fibroid") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device), surgery (laparoscopic bilateral salpingectomy) and surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma and abdominal pain lower outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded most recent follow-up information incorporated above includes: on 22-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of her uterus'), fallopian tube perforation ('perforation of her fallopian tubes') and device dislocation ('device migration') in an adult female patient who had essure (batch no. (Dm10546, 819033) -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), abdominal distension ("bloating"), abdominal pain lower ("lower stomach pain") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma, abdominal pain lower and anxiety outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: coils on right: 2. Coils on left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of her uterus'), fallopian tube perforation ('perforation of her fallopian tubes') and device dislocation ('device migration') in an adult female patient who had essure (batch no. Dm10546- not valid,819033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), abdominal distension ("bloating"), abdominal pain lower ("lower stomach pain") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device and laparoscopic bilateral salpingectomy). Essure was removed on 2-feb-2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma, abdominal pain lower and anxiety outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: coils on right: 2. Coils on left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. Dm10546- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6)2012, the patient had essure inserted. In (B)(6)2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("lower stomach pain") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (in or around (B)(6)2016 underwent complete hysterectomy to remove the essure device and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma, abdominal pain lower and anxiety outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet- event anxiety was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), uterine leiomyoma ("uterine fibroid") and abdominal pain upper ("lower stomach pain"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device), surgery (laparoscopic bilateral salpingectomy) and surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma and abdominal pain upper outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet & medical record received. Events back pain, inflammation nos, fibroids,abdominal pain upper are added. Lab data added. Historical & concomitant conditions drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. Dm10546) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, vaginal odor, vaginal itching, spotting vaginal, vaginal discharge and endometriosis. Concomitant products included oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("inflammation nos") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), uterine leiomyoma ("uterine fibroid") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device), surgery (laparoscopic bilateral salpingectomy) and surgery (in or around (B)(6) 2016 underwent complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hormone level abnormal, abdominal distension, inflammation, uterine leiomyoma and abdominal pain lower outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, inflammation, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On an unknown date plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff's essure coils were properly in place and that her fallopian tubes were occluded . Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.